Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Alleged that end user sat on her commode and the front cracked and pinched her skin.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.information updated to reflect the correct complaint awareness date.

Event description:
Alleged that end user sat on her commode and the front cracked and pinched her skin.